Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient would be having her vns lead and generator replaced due to high impedance. The surgery has occurred and the explanted generator has been returned. It was indicated that the vns lead would not be returned but the reason for this is not known. The explanted generator is currently undergoing analysis. Attempts for further information have been unsuccessful to date.